Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor losing bluetooth connection occurred. Data was evaluated an the allegation was confirmed. The probable cause could not be determined. In addition, loss of connection was found in connection to the reported allegation. The reported event of a sensor losing bluetooth connection is reportable cased on the finding of a loss of connection. No injury or medical intervention was reported.